Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not "click" into the pump. Reportedly, the customer was eventually able to load a cartridge successfully to address the event. There was no reported impact to the customer's blood glucose level.